Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the meter has a black line through the center of the screen. Requested return of the alleged meter for evaluation.